Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the back door was missing and that there was a loose joint between the screen and the "neck." The power cord bay and missing hinge plate screws were both replaced to resolve all. Analysis additionally noted that the electrocardiogram connector on the link electronic module (lem) board was loose and the lem was replaced and calibrated to resolve and that the lower case was damaged and the system fan noisy and both were replaced. The hard drive was reconfigured and the software reloaded and updated. The device then passed final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer's back door was missing and that it had loose connections or joints between the screen and the "neck." The programmer was returned for service. No patient complications have been reported as a result of this event it was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.